Manufacturer narrative:
Qn# (B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with 3 intact clips remaining. One of the intact clips was loose within the cartridge. The cartridge also had one broken clip remaining. The broken clip was visually examined with and without magnification. Visual examination revealed that the broken clip exhibited a staggered break where it was broken at the center of the inner hinge and towards the pierced boss side of the outer hinge. Functional inspection was performed on the 3 intact clips that were returned. A lab inventory clip applier was used and the first clip was able to properly load into the jaws of the applier from the cartridge. The clip was able to successfully fire onto over-stressed surgical tubing. This was repeated with the second clip in the cartridge with the same results. The third intact clip had to be manually loaded into the jaws since it was loose within the cartridge. This clip also successfully loaded and fired onto the over-stressed surgical tubing. No problems were found with the returned intact clips. R & d engineering was consulted to help determine the root cause of the broken clip. Corrective actions were implemented prior to the manufacturing of this sample to help prevent any mismatch on the clip from occurring. There was no evidence found of mismatch on the clip which would have suggested a manufacturing issue. It's possible that improper technique or using damaged/misaligned appliers caused the clip to break, but this could not be confirmed. Therefore, the root cause of this complaint is undetermined. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." It could not be determined what caused the clip to break. R & d engineering was consulted to help determine the root cause of the broken clip. There was no evidence found of mismatch on the clip which would have suggested a manufacturing issue. Therefore, no corrective actions are needed for this complaint. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. The cartridge had 3 intact clips returned that were all able to properly load into lab inventory appliers and successfully fire onto over-stressed surgical tubing. One broken clip was returned that exhibited a staggered break where it was broken at the center of the inner hinge and towards the pierced boss side of the outer hinge. The intact clips were tested and all functioned properly without breaking. R & d engineering was consulted to help determine the root cause of the broken clip. Corrective actions were implemented prior to the manufacturing of this sample to help prevent any mismatch on the clip from occurring. There was no evidence found of mismatch on the clip which would have suggested a manufacturing issue. It's possible that improper technique or using damaged/misaligned appliers caused the clip to break, but this could not be confirmed. Therefore, the root cause of this complaint is undetermined. We will continue to monitor and trend on this issue.

Event description:
Hemolok applier was used to attach this hemolok. When used for laparoscopic surgery, the clip breaks inside patient. The doctor stated this is the 2nd time this happened. He thinks it is the lot of these hemolok's. The doctor stated it is not the applier causing the issue. Please note the complaint form does state and a piece breaks off inside but this in crossed out. Impact of problem listed as minor (economic inconvenience).

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73h2000156 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Hemolok applier was used to attach this hemolok. When used for laparoscopic surgery, the clip breaks inside patient. The doctor stated this is the 2nd time this happened. He thinks it is the lot of these hemolok's. The doctor stated it is not the applier causing the issue. Please note the complaint form does state and a piece breaks off inside but this in crossed out. Impact of problem listed as minor (economic inconvenience).